Event description:
After device was connected to pt, pt rhythm/ECG showed briefly then disappeared. While pt connected, prompt indicated connect electrodes. Electrodes were connected properly. Pt switch to AED.